Event description:
It was reported that the customer received an altitude alarm after running into the water at the beach. There was no reported impact to the customer's blood glucose level. Reportedly, there was a temporary delay in clearing the alarm and resuming insulin delivery.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.